Event description:
It was reported to philips that wireless foot switch was intermittently loss the connections. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency vascular treatment when the issue occurred, and the procedure was completed without any delay. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was working normally. Per the information collected, the wi-fi indicator on the footswitch was red and the colour of the battery indicator was green, which indicates that there was an error in the wireless connection. During troubleshooting, the fse checked the wireless connection by reconnecting the footswitch and base station. Due to the reoccurrence, fse confirmed that there was an intermittent wireless connection issue. The wireless footswitch (wfs) and base station were replaced. The cause of the base station failure could not be conclusively determined by the supplier's part analysis, however the replacement of the wfs and base station by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.